Event description:
It was reported that overestimation of battery longevity was observed on the device. No intervention was made at this time. The patient was being monitored. No patient consequences were noted.